Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer's insulin pump has a cracked screen, after being hit by a door. Customer's blood glucose level at the time 117 mg/dl. Advised to discontinue use of the insulin pump. No add'l info was provided.